Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair and posterior repair procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. The device remains implanted. Add'l info has been requested from the doctor but not yet received. (B)(4). MDR ref #9615742-2009-00048 (avaulta anterior biosynthetic support system). Bard MDR ref #1018233-2009-00075. Note: this report is associated with bard report #(B)(4) for avaulta posterior system, bard product ID (B)(4). The original procedure was performed at (B)(6) hospital.